Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of interrogation difficulty. Analysis did note that the upper case lens had cosmetic damage (it was cloudy), that the retainer, antenna coil and magnet were contaminated and that the label was delaminated. The head was to be scrapped. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had difficulty interrogating device. The rf head was returned for repair. No patient complications have been reported as a result of this event.